Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2005, the pt underwent an abdominal hysterectomy, bilateral salpingo-oophorectomy, paravaginal repair, posterior repair, and abdominal sacrocolpopexy with implantation of a bard flat mesh device. The attorney's report alleges unspecified injury.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pts implant operative report and peri operative sticker page only. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.